Event description:
It was reported that the insulin pump alarmed motor error during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. However, advised the caller that the insulin pump would be replaced due to the motor error alarm occurring more than once in 30 days. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. However the insulin pump passed the motor test.